Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient had expired on (B)(6) 2019 at 12:00 am. The pdrn stated that the patient expired while performing treatment. The patient was disconnected at 2:00 am. The pdrn stated that the event was not related to the cycler. The patient was very sick (unspecified) and has been having severe respiratory issues. Additional information was received on 18/mar/2019 from the acute dialysis program manager (adpm) and assessed for the necessity of the performance of a clinical investigation. The response states this 78-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2016 was hospitalized due to rhabdomyolysis on (B)(6) 2019. Per the adpm, as of (B)(6) 2019 the patient has a poor prognosis and is not expected to survive much longer. Based on the totality of the information available, the conclusion from the initial investigation would remain unchanged. The patient¿s liberty select cycler can be disassociated from the event as there is no allegation, objective evidence or implication the liberty select cycler or any fresenius product(s) and/or device(s) caused or contributed to the patient¿s adverse event. Additionally, there is no allegation or objective evidence indicating a machine malfunction or of the machine failing to perform as expected in relation to the event. As such, the completion of a clinical investigation remains unwarranted at this time.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy utilizing the liberty select cycler, the patient¿s hospitalization and subsequent death. Per the isrn, the patient was made a dnr after being hospitalized and suffering from a severe respiratory issue. The liberty select cycler can be disassociated from the event(s) as there is no allegation or objective evidencing indicating a device deficiency or malfunction is associated with these event(s). Per the pdrn, the hospitalization and subsequent death were unrelated to any fresenius device(s) or product(s), as the patient was in poor health. The esrd population continues to experience greater mortality when compared to the general population plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient had expired on (B)(6) 2019 at 12:00 am. The pdrn stated that the patient expired while performing treatment. The patient was disconnected at 2:00 am. The pdrn stated that the event was not related to the cycler. The patient was very sick (unspecified) and has been having severe respiratory issues. Additional information was requested, however, to date not provided